Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set accidentally pulled out during use due to tubing catching on something event on (B)(6) 2025. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.